Event description:
Information received by medtronic indicated that the customer was unable to access the suspension of delivery. No harm requiring medical intervention was reported. Troubleshooting was not able to perform at the time of the call, and unknown whether the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.